Manufacturer narrative:
It was reported that the device involved in the incident is available to be returned to the manufacturer for evaluation. To date, the device has yet to be returned. Attempts are being made to obtain the device. An investigation into ht root cause for the incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. A review of the lot history records was performed for the reported lot for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. (B)(4).

Event description:
As reported (B)(6) 2014, a patient of unknown age and gender underwent a PICC replacement post procedure, due to the luer of the PICC partially detaching from the extension leg tubing. The PICC was removed and replaced with a new of the same device. The patient suffered the disposable device is available for return to the manufacturer for evaluation.